Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between 04/21/2025 - 04/22/2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set was leaking from the y-site directly following the pump. The leak from the y-site was observed during medication (mesna) infusion. To resolve this issue, the set was replaced with new tubing and the infusion was able to continue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.